Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic repair of incarcerated recurrent left hernia with mesh. Towards the end of the procedure, the top rubber seal of the trocar and the gas inlet connecter of the trocar disengaged. No known impact or harm to the patient.